Manufacturer narrative:
(B)(4).

Event description:
Prior to patient use the tube was checked as is routine, and it was found that the obturator was difficult to pass through the tube. There was no patient involved.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional and dimensional tests and there were no difficulties sliding the obturator through the cannula. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.